Manufacturer narrative:
As reported, the capsure device deployed two fasteners at same time. Included with the sample return were two loose that presented in use. Based on the sample evaluation a definitive cause as to why the fasteners deployed at the same time could not be determined. The device functioned as intended during functional and simulated use testing. The most probable root cause is event occurring during user device interface resulting in the deployment issue presenting. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the capsure fixation device on the second shot deployed two overlapping fasteners at the same time. It was reported that after removing the overlapping fasteners from the patient's body, device fired no fasteners for the third shot and from the fourth, the fastener came out normally. There was no patient injury.